Event description:
The customer observed falsely elevated alinity I free t4 results for four patients. The following data was provided: patient 1 56-year-old male processed on (B)(6) 2024 initial result = 35.40 pmol/l repeat = 14.93. Patient 2 73-year-old male processed on (B)(6)2024 initial result = 64.35 pmol/l repeats = 26.78, 56.55, 17.82. Patient 2(same sample from (B)(6) 2024) processed on (B)(6) 2024 = 23.87,16.87,15.41 and 16.00 pmol/l. Patient 3 83-year-old female processed on (B)(6) 2024 initial result = 20.54 pmol/l repeat result = 14.58 pmol/l. Patient 4 52-year-old female processed on (B)(6) 2024 initial result = >64.35 repeat = 11.40 pmol/l. Customer reference range = 9.01-19.05 pmol/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, and labeling review. Additionally, in-house testing was performed. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints did identify an increase in complaint activity, however, in-house performance testing was completed which indicates the product is performing as expected. The device history record review did not identify any nonconformances, potential nonconformances or deviations associated with lot number 63089ud00 and the complaint issue. Labeling was reviewed and adequately addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 lot 63089ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I free t4 results for four patients. The following data was provided: patient 1 56-year-old male processed on 11oct2024 initial result = 35.40 pmol/l repeat = 14.93 patient 2 73-year-old male processed on 18oct2024 initial result = 64.35 pmol/l repeats = 26.78, 56.55, 17.82 patient 2(same sample from 18oct2024) processed on 22oct2024 = 23.87,16.87,15.41 and 16.00 pmol/l patient 3 83-year-old female processed on 23oct2024 initial result = 20.54 pmol/l repeat result = 14.58 pmol/l patient 4 52-year-old female processed on 28oct2024 initial result = >64.35 repeat = 11.40 pmol/l customer reference range = 9.01-19.05 pmol/l no impact to patient management was reported.